Event description:
A female pt claimed pain in her chest while undergoing breast exam, using cp breast array coil. The tech asked her if she could continue the examination. She agreed to continue the examination. She still had pain after she went home. She went to another hosp where she had x-ray's which revealed a chest bone fracture. The hosp was informed about the injury by the pt when she came back to ask for further treatment (an operation). The hosp suggested the fracture may have been caused by lying face-down. This incident occurred in a foreign country. Mr clinical applications inspected the system, and the workflow of the site and did not find any issues with either the system or the workflow.

Manufacturer narrative:
This event occurred in another country.